Manufacturer narrative:
The cutter involved in this event has not been returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the (B)(6) stating that the machine set-up and primed with no issues. However, once the procedure began, the cutter was not cutting. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.

Manufacturer narrative:
One opened bl5523wv pack from lot v6227 was returned for evaluation. The visual examination found the needle tip protector missing, the needle is bent and dried solution visible in the tubing. The port window is in the opened position. The back cap is aligned with the vent hole on the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not always retract causing the port to be blocked. The cutter cuts when the cut rate is below 3000. Based on all information, no causal factors can be determined and no conclusion can be drawn.